Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had chest pain and restenosis of the target vessel. In (B)(6) 2009, clinical assessment identified the patient's qualifying condition as unstable angina (braunwald classification iiib) and the patient was referred for cardiac catheterization. The target lesion was located in the mid left anterior descending artery (mid lad) with 80% stenosis and was 16mm long with a reference vessel diameter of 3mm. The physician treated the lesion with pre-dilation and placement of a 3.00x28mm promus element stent, with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the site reported an event of cardiac chest pain. The patient was hospitalized and underwent a target vessel revascularization with balloon angioplasty and placement of a drug-eluting stent reducing the target vessel stenosis from 97% to 0%. The event was resolved without residual effects and the patient was discharged.